Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note, (B)(4) no longer applies to this report. Analysis of the returned lead (lot # 0211466134) found that all conductors were broken at or near the injex anchor, 19.6 centimeters (cm) measured from the distal end of the lead. The injex anchor was located 20.1 cm to 22.6 cm measured from the distal end of the lead. Electrical continuity was not complete; all circuits were open. Analysis of the other returned lead (lot # 0211319090) found no anomaly. (B)(4) apply to the lead with lot # 0211466134, and (B)(4) apply to the lead with lot #0211319090. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 977a275, lot# 0211466134, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, lot# 0211319090, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the patient lost stimulation coverage after a fall and that their back pain returned. Impedance testing was performed and ¿showed all electrodes had high impedances.¿ it was noted the patient¿s fall may have led or contributed to the issue and that the impedance issues were programmed as best the rep could. Ultimately, the patient¿s leads were stated to be ¿broken¿ and they were explanted on (B)(6) 2017. The issue was resolved as of (B)(6) 2017. The failed back surgery syndrome (fbss) patient was alive with no injury at the time of report; no further complications were reported or anticipated.